Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving saline (1 ml/ml at 0.1 ml/day) via an implantable pump for non-malignant pain. It was reported that the patient has had issues with her pump over the past few months. The date (B)(6) 2020 is considered an approximate date of event (specific year known only). The patient was not getting relief from the pump. The patient was not feeling relief after using their personal therapy manager. Falls or trauma were denied as having occurred. The managing physician found medication in the pocket. During surgery on (B)(6) 2021, the surgeon opened the pocket and was able to get cerebrospinal fluid (csf) flow from the catheter. The physician reported that a dye study revealed a small leak / break in the catheter near the spine. The physician decided to replace full catheter but keep the same pump. The complete catheter was explanted and was discarded by the healthcare provider. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were noted as having been requested, but were unknown.